Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures alarm. The customer's blood glucose level was 284 mg/dl. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis